Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was replaced due to a fracture (insulation damage). This lead was capped (abandoned); therefore is not available for return. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was replaced due to a fracture (insulation damage). The fractured lead was suspected due to out of range electrical parameters, including high capture thresholds, with noise in the channel, and high impedance/shock impedance (out of range) measurements. This lead was capped (abandoned); therefore is not available for return. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.